Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, the basket sheath of an ncircle delta wire tipless stone extractor was bent, preventing the basket from fully closing. The device was not used during the procedure and did not make patient contact. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturer instructions, quality control procedures, functional tests, and visual inspection were conducted during the investigation. One unused device in an opened package was returned for investigation. Bending was noted on the support sheath and the basket sheath had several bins and kinks. Basket was received with handle in the closed position. All fittings were tight. Investigator was able to open the basket using the handle, however the basket would not close using the handle. The basket sheath appeared to have damage where it protrudes from the support sheath. Reported failure mode was confirmed. The basket was not functional due to sheath damage. The basket sheath was buckled at the yellow support sheath. A document-based investigation evaluation was performed. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that the returned device was found to be non-functional due to sheath damage. The basket sheath was buckled at the yellow support sheath. The damaged sheath was preventing the basket assembly from moving freely within the basket sheath. The cause for the damage could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket sheath of an ncircle delta wire tipless stone extractor was bent, preventing the basket from fully closing. The device was not used during the procedure and did not make patient contact. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.